Event description:
It was reported that the nim patient interface was not working. There was no patient impact. Additional information was received stating that the issue occurred intraoperatively. While stimulating the nerve two or three times at the same location at the same time point, audible and visual feedback were received only during the first stimulation and were not observed thereafter. Back-up device was used to completed the procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4). H3: device analysis is not available as on date of this report. A supplemental report will be submitted once analysis is complete. H3: device analysis for product ID: nim4cm01, serial/lot #: (B)(6) found that the system had software failure. H6: codes of imdrf annex b: b01, annex c: c10 and annex g: g02008 are applicable for product ID: nim4cm01, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.